Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/6/2017 - voicemail, 6/6/2017 - email, 6/6/2017 - phone, 6/12/2017 - email. A ge healthcare service representative performed a checkout of the equipment. Inspection of the equipment noted that the ez change latching mechanism was loose. It was further noted there was a buildup of sodalime dust on the ez change o-rings. The latching mechanism was tightened and the ez change seals were replaced.

Event description:
The hospital reported higher than expected carbon dioxide readings. There was no reported patient injury.